Event description:
The patient's mom/reporter claimed the patient's blood glucose elevated to hi, above 600 mg/dl, on the night of (B)(6) 2011 due to possibly ineffective insulin and an insulin site issue. The reporter used another bottle of insulin and changed out the infusion site to correct the patient's blood glucose. The patient's basal rate was increased at the time of concern. The patient took two bolus insulin dosages via the animas pump, one for the 600 mg/dl and another for 500 mg/dl. The patient's blood glucose was corrected to 322 mg/dl. Earlier that day, the patient reportedly had symptoms of nausea and vomiting. The patient tested positive for ketones. The animas representative performed troubleshooting to evaluate the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. The cannula did not have any a kink or bending at the infusion site. There was no change in the patient's activity, health, diet or medication. The animas representative concluded there was no pump malfunction associated with the alleged event. The patient was advised to change the infusion site when the patient obtains 2 unexplained high blood glucose readings. It is not clear what contributed to the patient's alleged symptoms and elevated blood glucose. However, one can hypothesize that the patient's hyperglycemia was due to an infusion site issue and/or ineffective insulin since the patient's blood glucose was corrected when the site and insulin was changed out. This complaint is being reported due to possible infusion site issue which is related to animas pump therapy. Subsequently, the patient had blood glucose readings of over 600 mg/dl and had symptoms suggestive of hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/10/2014 with the following findings: during investigation, the daily insulin delivery totals were shown to correctly reflect programmed basal rates. There was no activity outside of normal use observed in black box or download history. There was no data in the black box or download histories from the time of reported high blood glucose values due to continued use. During testing, a flow accuracy test was performed successfully and the pump was found to be delivering within the required specifications. The issue was not able to be duplicated due to the information on the reported date has been overwritten.